Event description:
The reporter stated the surgeon attempted to insert a 24.0 diopter aq2003v silicone three piece lens but as the lens was being ejected, the haptics didn't look right in the cartridge, so decided not to use the lens. There was no patient contact or injury. The reporter stated the surgeon felt the problem with the haptics was due to the cartridge and that the cartridge was defective.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the lens optic torn. There was evidence of clear surgical residue. Method: lens work order seach. Results: a lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.